Event description:
It was reported the procedure was to treat a moderately tortuous lesion in the left common femoral artery. The 5.0x150mm absolute pro ll self expanding stent system (ses) was advanced to the target lesion over a command st guide wire however the stent did not deploy. The ses was removed and replaced with another one to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the I-beam was returned removed from the device. The stent sheath was separated 1 cm distal from the outer member- stent sheath bond. The inner member was separated 21 cm distal from the outer member - stent sheath bond. The struts on the proximal end of the stent implant were flared and bent.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized command st guide wire resulted in the device becoming bent in the anatomy, resulting in preventing the shaft lumens from moving freely; ultimately resulting in the reported activation/deployment failure. Manipulation of the compromised device in attempts to deploy the stent likely resulted in the noted device damages (kinks on inner member, stent sheath, and jacket; I-beam bends) ultimately resulting in the reported/noted material separation of the sheath, inner member, and I-beam. Further manipulation of the device during removal likely resulted in the noted flared, bent, and overlapped stent implant struts. It should be noted the absolute pro ll peripheral self-expanding stent system instruction for use states: use only 0.035" (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system and / or lead to deployment failures, including partial deployment. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions.